Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in section h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Video was provided and revealed the sheath liner was expanded and the distal tip was open but torn. It could not be confirmed via the video whether there was particulate on the tip as reported. Imagery of the patient's anatomy was provided and revealed calcification in the patient's access vessels. The complaints for the distal tip tear and the resistance between components were confirmed based on review of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. It was identified through review of imagery that the patient's access vessels had the presence of calcium. Patient factors, such as challenging anatomy, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The complaint for particulate could not be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Review of manufacturing procedures show that during packaging, the tray, retainer, and pouch are 100% inspected for contamination, particulate or fibers. In this case, the particulate was noted after the devices were flushed and prepared for the procedure. It is possible that the particulate was introduced during device handling and/or during the device flushing process. However, due to insufficient information and inability to determine what substance was noted, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in greece, when preparing the esheath+ for the procedure, physician observed something like a particle of silicon at the tip between the dilator but after re-flushing (by pulling back the dilator) it was gone. During the procedure, no abnormal resistance was felt while introducing the commander delivery system with crimped valve through the 14f esheath+, but it became deformed on the way out of the body as strong resistance and a jump were observed as the delivery system was advanced through the tip sheath. It was noted that the expandable part did not open properly. The valve was implanted successfully without issues and no patient injury occurred. As per video provided, a esheath+ distal tip torn could be observed.as per video provided, a esheath+ distal tip torn could be observed.